Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and was found to have three-vessel disease. A cypher 3.0 x 13 mm stent was successfully implanted in the saphenous vein graft (svg) to the right posterior descending artery (rpda). There were no reported procedural complications, device deviations or adverse events reported. After clinical review of the adjudication minutes, the adverse event (ae) codes of myocardial infarction (mi) and hypoperfusion were added.

Manufacturer narrative:
Five days after the index procedure, the patient returned for a planned staged procedure and had two target lesions treated. The proximal right coronary artery (rca) target lesion was pre-dilated as planned with a durastar balloon catheter. During pre-dilation, a type a dissection was noted and was treated by an additional stent placement. The patient had two cypher stents implanted in the proximal/mid rca target lesion: a 3.0 x 18 mm and a 3.0 x 8 mm stent. The stents were not overlapping and both were deployed at 16 atm. The patient had an additional cypher 2.5 x 23 mm stent successfully implanted in the unprotected left main target lesion at 16 atm. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged four days after the staged procedure. There was no product issue or adverse event associated with any of the cypher stents implanted. Addendum: approximately five and one-half months after the index procedure, the patient had a re-pci done due to a positive ischemic functional study. The mid rca was treated by balloon angioplasty (ptca). The event was reported to be unrelated to the study devices/procedure. Approximately fourteen months after the study index procedure, the patient had another re-pci done due to a positive ischemic functional study. The distal rca was treated by stent implantation. The event was reported to be unrelated to the study devices/procedure. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of multiple products used for the same patient. Please reference MFR. Report # 3003742446-2011-00424; # 3003742446-2011-00425; # 9616099-2011-00019; and # 3003742446-2012-00029.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered peri-procedural mi and hypoperfusion during the index procedure. This is a (B)(6) male with medical history including pci in (B)(6) 2010, CABG (B)(6) 2010 with peri-operative mi, chf, dyslipidemia and hypertension. The indication for the index procedure was acute coronary syndrome with positive functional testing. In (B)(6) 2010, the index procedure was performed to treat a 100% occlusion in an svg to the r-pda. One cypher stent was implanted and post-dilated. The core lab reported 32% residual stenosis, no dissection and timi 3 flow. The catheterization report noted the lesion required thrombectomy and intragraft medical lysis as well and the stent and angioplasty. Ptca and thrombectomy were also performed in the distal mid pda due to no reflow phenomenon and distal embolization. To date no further information has been available regarding the hypoperfusion event. The patient left the interventional suite in stable but guarded condition. Post procedure, the troponin level was elevated to a maximum of 7.49. There were no post procedure ecgs for analysis. This enzyme elevation has been adjudicated as an mi event. As noted in the discharge summary, the patient continued to experience chest pain. The physician elected to perform a complex intervention of the lmca and rca five days post index. The cath report noted that the recently treated svg to r-pda appeared to have timi 2-3 sluggish flow with a widely patent distal stent. The distal pda was truncated with very slow filling due to previous thromboembolism. No core lab report is available at this time. The lmca had 80 - 90% stenosis. That had been noted during the index procedure. One study stent was placed into the lmca/prox lad/diagonal. The proximal rca revealed severe hemodynamically significant stenosis by ivus. The mid and distal rca appeared to have severe diffuse plaquing with long plaques in the 80 - 90% range (prior to intervention). The pda was 100% occluded. At this time, the distal rca was treated with poba. Due to proximal vessel tortuousity and right angles proximally, it was difficult to negotiate any ivus or stents past the proximal mid rca. Afterwards, a proximal dissection was noted and the proximal rca treated with two study stents. No other stents were able to be negotiated due to the proximal tortuousity. There was an edge dissection of the most distal mid rca, but since it was not flow limiting the procedure was stopped. Due to the complexity of the procedure, an iapb was placed post procedure. The site has reported the treatment of the rca and lmca as "staged" procedures of non-target lesions. The troponin level was elevated post procedure to 2.31. The site confirmed the additional enzymes and ECG's are unavailable. The site did not report an mi. Hemoglobin levels pre-procedure were 12.9 and post staged procedure were 10.3. The patient was transfused with 2 units of blood products. No access site complications were reported. The patient was discharged nine days post index procedure on dual anti-platelet therapy. Implantation of an ICD was planned for a later date. In (B)(6) 2010, repeat angiography was performed for recurrent angina. The cath note states that the proximal rca stents were widely patent. The mid rca had 90 - 95% stenosis and the distal rca had an 85 - 90% stenosis. Diffuse plaque was noted. Ivus determined severe diffuse stenosis from the proximal mid rca all the way down distally to the origin of the posterior lateral branch. The core lab report is unavailable at this time. The report notes that the entire rca underwent stenting with a total of five overlapping des. Final angiographic results were excellent per the cath report. In (B)(6) 2011, the patient again had angiography for dyspnea. The svg to the pda was occluded at the origin. The rca had diffuse mild stenosis throughout the stents in the proximal mid portion. Distally, just prior to the origin of the posterior lateral branch, there was a sub total in stent restenosis. Distal to the origin there was a 50 - 60% stenosis by ivus this was not thought to be hemodynamically significant. The distal rca was successfully treated with poba and one des implantation. A review of the manufacturing documentation associated with this lot 15131140 presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15131140 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Hypoperfusion (no reflow) is a known potential adverse event associated with all stent implantation procedures. This event is noted in the cypher IFU. Hypoperfusion can be associated with a combination of factors during an interventional procedure. The presence of debris from the target area, target area composition, prolonged manipulation of the target area, poor distal flow past the interventional equipment and target vessel spasm can all contribute to the formation of a hypoperfusion scenario. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information does not allow for an accurate assessment of the contributing factors in this case; however, vessel, lesion and procedural issues may have contributed. This is one of multiple products used for the same patient. Please reference MFR reports # 3003742446-2011-00424; # 3003742446-2011-00425; # 9616099-2011-00019; and # 3003742446-2012-00029.